Event description:
It was reported that during device upgrade to crt-d system, a decrease in sensing was noted. The trend showed a drop in sensing 2 months prior. The lead was explanted with no complications. It was later reported that 2 months prior to lead explant the patient had a number of vt episodes and collapsed due to cardiac arrest. Possible undersensing of the vt is suspected. The patient was resuscitated. Patient is now in rehab and is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.